Manufacturer narrative:
Complete entry section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21/31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints for lot 59933fp00 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 59933fp00 and issue. A device history record review did not identify any potential non- conformances, nonconformances or deviations associated with the likely cause lot number 59933fp00 and complaint issue. The overall performance of alinity ca19-9xr reagent was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 59933fp00 is within the established control limits. A review of the labeling addresses the customer¿s issue. Based on the available information, no systemic issue or deficiency of the alinity ca19-9xr lot 59933fp00 was identified.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr results for two patients. The following results were provided: sid (B)(6) initial ca 19-9 result= 44.2 u/ml (reported); repeat ca 19-9 result= 127.6 u/ml; ca 19-9 repeated on other analyzer= 72.7 u/ml; ca 19-9 results from 6 months ago= 20 u/ml; ca 19-9 results from a year ago= 30 u/ml; additional data provided, cea result= 4 ng/ml. Sid (B)(6) initial ca 19-9 result= <2.0 u/ml (reported); repeat ca 19-9 result= 62 u/ml; ca 19-9 results repeated on other analyzer= <2.0 u/ml; additional data provided, cea result= 6.45 ng/ml. There was no impact to patient management reported.